Event description:
The manufacturer became aware of a ds2adv auto CPAP caught flames which was coming out of his device. The incident took place in a vehicle and the patient heard a pop sound before it. Medical intervention was not specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of caught flames which was coming out of his device. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected external and internal and observed the following: the power supply and power cord were damaged and wrapped with electrical tape. Pil technician removed the electrical tape and noticed bare wires. The serial/warning label on the bottom of the device was damaged and pil was not able to read the part or serial number. Pil technician did observe an electrical burning odor. The water tank lid, water tank seal, and water tank had a dust like contaminate along with hairlike fibers and showed evidence of liquid spots. The water tank showed evidence that the tank was possibly overfilled, likely on multiple occasions, due to the dried liquid line along the top of the water tank, just below the rim of the top of the tank, and well above the "maximum fill" line. The ui (user interface) bezel, top enclosure, inlet/outlet seal, center enclosure, blower box, blower motor, heater plate, heater plate spring, and the bottom enclosure also had a dust like contaminate along with hairlike fibers and showed evidence of liquid spots. A hairlike fiber on the pollen filter. A dust like contaminate on the iso port (international organization for standardization), and blower box cap. A yellowish tint on the inlet/outlet seal, blower bellow, and blower grommets. The filter was damaged, so tape was placed around it to insert and remove the filter from the device by a third party. Evidence of liquid spots on the iso port and the pca (q2 thermal and potential corrosion near gnd8). The issue of liquid ingress to the pca has been previously investigated. A rust like contaminate was on the water tank pan, heater plate spring, and the bottom enclosure. The blower brass nut was tarnished due to the possible liquid ingress to the blower motor. Pil was not able to confirm the complaint about fire with flames coming out of the device but can confirm thermal damage to the pca.